Event description:
It was reported that the patient had a pump stop while switching batteries. The patient had no symptoms. It was noted that the patient had been on an ungrounded patient cable since (B)(6) 2022 (covered (B)(6)). There was concern for a phase-to-phase short and log files were submitted for review. The log files recorded the reported pump stop event on (B)(6) 2024 at 14:41. The event was brief and appeared to have lasted around 3 seconds. There were no other speed reductions or pump stop events recorded throughout the rest of the history. It was noted that the momentary pump stop may have been caused by a high current event or issues with the percutaneous lead. The phase data remained to appear normal, but it was noted the pump stop was most likely caused by more wire insulation damage leading to a phase-to-phase short verses the conductive wire material degrading. On (B)(6) 2024, phase a was 79.4, phase b was 80.2, and phase c was 82.2. It was noted that the patient had a hernia which probably put pressure on the percutaneous lead and caused it to deteriorate further. It was unsure as to if the driveline exit site or a device issues had caused or contributed to the development or worsening of the hernia. The cause of the pump stop had not been identified and the issue had not resolved. A percutaneous lead repair was done on (B)(6) 2024. The maximum length of driveline was removed so another driveline repair would not be possible. The patient will be monitored for any additional alarms. There had been no further alarms following the driveline repair. Related manufacturer reference number: 2916596-2024-02346 (onset of abdominal hernia).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported pump stop event. Although the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the observed pump stop, based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported hernia could not be conclusively determined through this evaluation. A distal-end driveline replacement was performed on (B)(6) 2024 and approximately 19¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The account reported that the patient had been using an ungrounded patient cable since (B)(6) 2022 due to a short-to-shield issue; however, it was noted that the patient had a ventral hernia which was thought to have put pressure on the driveline and caused it to deteriorate further. The patient remained asymptomatic. It was communicated that no additional alarms were observed following the driveline repair. The patient was reportedly in stable condition and would continue to be monitored. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The dash marking on the system controller connector was found to be worn. Damage to the silicone sleeve adjacent to the tapered portion of the system controller connector bend relief was observed. Superficial tears in the outer jacket were also noted. The relevant sections of the device history records for (B)(6) and the driveline 22317 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate ii lvas. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.